Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device ran while it was on safe mode. Corrosion damage to the bearing and the press plug was noted. The low motor cartridge was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair because it was running while in safe mode during preparation for a procedure. There was no pt involvement; no adverse consequence was associated with the device.